Event description:
It was reported that a patient was found pulseless and unresponsive by the nursing home staff. The patient's downtime was unknown prior to discovery. CPR was in progress when the advanced life support (als) and basic life support (bls) crew arrived with defibrillators. Als attached their lifepak 12 device to the patient with phillips defibrillation electrodes and received a 12 lead ECG reading; however, upon switching to paddles lead, only intermittent dashed lines could be observed on the device. At this time, bls's backup phillips fr2 AED was connected to the patient and the device successfully delivered two shocks. The third analysis advised no shock. Another als crew arrived approximately 20 minutes later and connected a different lifepak 12 device and observed an asystole rhythm. The patient was not resuscitated.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and found the paddles lead quick look function inoperative due to a defective quik-combo therapy cable. It was observed that the installed therapy cable was four years old and not the original part distributed with the device. After replacement of the therapy cable, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. After further evaluation of the removed therapy cable, the root cause of the malfunction was determined to be a broken sternum wire within the flex relief area at the end of the quik-combo connector plug. A clinical specialist determined that the device use did not contribute to the patient's outcome since the initial 12 lead ECG showed an asystole rhythm and patient received defibrillation shocks with second device. The patient down time was also unknown.